Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an occlusion sensor that was out of range. To correct the condition, the occlusion sensor was recalibrated. If any additional information is received, a follow-up will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced a false occlusion alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.